Event description:
It was reported that the insulin pump had unresponsive buttons. The customer stated that the device was not bumped or dropped, and was not exposed to moisture. The customer's blood glucose was 16 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, a broken belt clip slot and a cracked reservoir tube lip.